Event description:
The suspect device was 240 mg/dl. The user dosed insulin and was later found staring and out of it. Family member tried to check pt's glucose and kept getting errors. An ambulance was called and the emergency medical technician treated him with an IV. Controls were not used. The device was replaced and requested to be returned for evaluation.